Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that device failed accuracy (B)(4). During testing. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. Visual inspection found the tamper seal was missing. There was no evidence of error in the device ehl (event history log). The customer stated problem fails accuracy, was not duplicated. Functional testing found the pump within manufacturing specifications. Device passed the manufacturing specification and thus no problem was found with the device. As preventative measure, it was recommend replacing the expulsor. The cause of the reported problem could not be determined. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed., corrected data: corrections: h4: mfg. Date. 28-jul-2020; d4: model number 2120.